Event description:
It was reported that the pt experienced stimulation in the wrong location (down the pt's left leg), following a fall about a week prior to this report. The pt fell on the ins device and, then, felt that the device was no longer "laying flat." It was also noted that the pt programmer was no longer communicating with the ins, following the fall. The pt was to contact the physician. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).